Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Difficult to insert into the anatomy and the device damaged by another device could not be replicated in a testing environment as they were based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an interventional impella procedure. The sutures of one proglide device was successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Reportedly post-procedure, the knot was successfully advanced; however, pulsatile bleeding was noted. Another proglide device was attempted; however, upon insertion of the device, resistance was experienced. The device broke at the distal guide but was still held by the actuator wire. The physician thinks the device could have had interaction with the endovascular graft in place. The proglide device was successfully removed without the need of intervention. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.